Event description:
During an atrial fibrillation procedure, after the catheter was inserted into the patient, it was noted that the catheter was fractured right below the area where the crystals are contained at the tip of the catheter. The catheter was replaced, and there were no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.